Manufacturer narrative:
Anterior approach: 6 male and 64 female aged 29-79 years; laminoplasty: 61 male and 41 female aged 30-77 years. Date of event: unknown. This report is for an unknown syncage/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date: unknown. Explant date: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
This report is being filed after the review of the following journal article: hou y. Et al. (2017). Comparing effects of cervical anterior approach and laminoplasty in surgical management of cervical ossification of posterior longitudinal ligament by a prospective nonrandomized controlled study. Department of orthopaedic surgery. Volume 103, pages 733-740, (china). This prospective study was performed to compare the therapeutic efficiency of laminoplasty and anterior approach (cervical discectomy (acdf) and/or cervical corpectomy and fusion (accf)) in patients with multilevel cervical myelopathy due to opll. From july 2010 to june 2014, a total of 150 patients (86 male and 64 female aged 29-79 years) received anterior approach. Then, 102 patients (61 male and 41 female aged 30-77 years) were under laminoplasty. For anterior approach (acdf/accf) they were implanted with an unknown synthes cage and a competitor device, then for laminoplasty they were implanted with an unknown synthes miniplate. After operation, all patients were immobilized in a philadelphia collar for 6 to 8 weeks. The average follow-up periods for both groups were 35.4 and 36.1 months respectively. Complications were reported as follows: patients from anterior approach group (unknown synthes cage and a competitor device) had the following adverse events: five (5) patients experienced cerebrospinal fluid leakage. Forty-five (45) patients experienced postoperative cervical axial pain. Seven (7) patients who presented c5 palsy. Patients from laminoplasty group (unknown synthes miniplate) had the following adverse events: three (3) patients experienced cerebrospinal fluid leakage. Forty-five (45) patients experienced postoperative cervical axial pain. Four (4) patients who presented c5 palsy. This report is for an unknown synthes syncage. This report is 1 of 2 for (B)(4).